Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had exhibited p-wave oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited cross chamber cross talk. The patient is involved in the post approval clinical surveillance product surveillance registry.